Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station in the emergency room was not connecting. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a major pipe burst had occurred above the main emergency department, causing maintenance to secure and seal the area. A field service engineer moved the station to an outside room where the cabling had been incorrectly installed. The field service engineer shut down the unit, opened all drawers, and cleared any water. After verifying operation and conducting tests with the customer, they rerouted the network cabling and installed a new ingress to resolve the issue. The system functioned as intended after the field service engineer repaired the device.